Manufacturer narrative:
The device was returned to olympus for inspection and confirmed. Based on the results of the investigation, the most probable cause was grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to wear out intensively. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the front-actuated grip exhibited the tissue pad was intensively worn. There were no reports of patient involvement.